Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a shallow depth and resulted in moderate paravalvular leak (pvl). Subsequently a second transcatheter bioprosthetic valve was implanted reducing the pvl. No adverse patient effects were reported.